Manufacturer narrative:
Device has not been returned for eval at this time. Investigation is on-going. A follow-up will be submitted at the conclusion of the investigation.

Event description:
It was reported that the pump tubing leaked around the diaphragm and leaked water everywhere and broke sterility of the saline going to the pt.